Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home with no additional information. Further review of the manufacturer¿s database indicated the patient died approximately seven months after device replacement. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5534-45 implantable pacing lead, implanted: (B)(6) 1997; 5034-52 implantable pacing lead, implanted: (B)(6) 1997. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
Additional information received indicated the cause of death as cardiac arrest due to coronary artery disease, chronic obstructive disease and diabetes mellitus.